Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was trying to charge the implantable neurostimulator (ins) but the implantable neurostimulator recharger (insr) could not read it (about 4 months ago). The patient had an accident with a truck in (B)(6) 2016. The patient was given pills and aleve for the twitching in their neck from the accident. It was confirmed that this was not due to the device. Because of the medication, the patient did not know the device went off. Prior to the accident, it was taking a while for the implant to charge up (in (B)(6) 2016). It was reported that on (B)(6) 2017 there was a sharp stinging pain at the ins site. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon additional review on (B)(6) 2017 of the call it was noted that the caller had reported that as part of the accident they had hurt and injured their back. No further complications were reported.